Manufacturer narrative:
Device is a combination product.   (B)(4).   Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal right coronary artery. A 3.00x28mm synergy¿ drug-eluting stent was advanced together with a non-bsc guide extension catheter. However, during stent positioning, the tip of the guide extension catheter and the proximal edge of the stent came in contact for several times and it was noted that the stent edge was lifted. The procedure was completed with a different device. No patent complications were reported and the patient's status was good.